Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the grasping surface of the subject device was partially missing. The grasping surface was deformed and partially separated. There was scratch on the grasping section. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the grasping surface of the subject device was subjected to an excessive load, consequently the grasping surface was partially missing. The instruction manual of the device has already warned as follows; this instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others).

Event description:
During a procedure of appendicitis, the subject device was used. In this procedure, the distal end of the grasping surface was damaged and missing. It was reported that the fragment was not found. The intended procedure was completed. There was no patient injury reported. No additional information has been reported. This is the report regarding the breakage of the grasping surface.